Manufacturer narrative:
The unit had an intermittent button response due to a flattened or creased escape button dome switch. There was no button error alarm during testing. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an unresponsive keypad and a button error alarm after a bolus. The customer's blood glucose level was 207 mg/dl. The customer's device was replaced, and agreed to return the original device for analysis.